Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. The customer stated they were found unresponsive and taken to the hospital. Customer's blood glucose levels at the time of hospitalization 37 mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was declined. Advised to monitor the insulin pump.